Event description:
It was reported that the packaging seal was compromised. A 1.75 mm rotalink¿ plus was selected for use. During unpacking, it was noted that the sterility of the packaging was compromised as the front tear off of the interior package was open. The procedure was completed with a different device. No patient complications reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).